Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - with respect to the returned unit, it passed all specific functional testing requirements, except for the lock having rotational movement. When the unit is properly positioned and put under pressure, the unit will function properly. Unit had heli-coils added to the large starburst threads. General maintenance, cleaning and replacement of worn components performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. Probable root cause would be improper placement of the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Medwatch report # (B)(4) was received with additional information in the updated fields aforementioned and as follows: intended procedure: fusion spine c1 to t2 posterior approach, biomet, nuvasive.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield skull clamp (a1059) was applied to patient's head while patient was positioned prone on the jackson table. While securing the clamp to the mayfield bed adapter, the mayfield pins that were secured in patient's skull slid and caused laceration. Patient's bed was brought back over and while waiting for the bed to be placed next to the jackson table, the mayfield pins slid a little more. Patient was positioned supine back on the bed, and the neuro resident cleaned and stapled the laceration then reapplied the skull clamp. Additional information has been requested.